Event description:
It was reported that syringe 20ml 18g 1-1/2in contained foreign matter. The following information was provided by the initial reporter: "foreign matter in syringe tip."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/16/2020. H.6. Investigation: 1 sample was returned to sbdm. Based on ir analysis, the fm is same component with raw material of stopper (talc). From investigations, the 20ml syringe stopper components are injected in the injection machine on high temperature and high pressure. It is likely tpe (thermo plastic elastomer, raw material of 20ml syringe stopper) burr may be formed in the high pressure while injection process. Also, the burr was separated in the syringe assembly process and stocked in the syringe tip due to static electronics while syringe assembly machine. So, we assume that the fm is burr of stopper and the syringe assembly line inspector could not find the fm and it caused this complaint case. Sbdm inspected total 30 house samples of the complaint product (syringe 20ml 18g 1-1/2in, lot no. 1003043, 1004073 & 1004212), there was no defective product found in them. Sbdm review the manufacturing record of complaint sample (lot no. 1004073), there is no issue while manufacturing. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml 18g 1-1/2in contained foreign matter. The following information was provided by the initial reporter: "foreign matter in syringe tip."